Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to unknown reasons. The patient underwent a second revision on (B)(6) 2014 due to dislocation. Review of invoice history reveals the head and liner were removed and replaced (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: " "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00126 / -00127).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is february 10, 2015. There is no indication with the information available that there was any non-conformance with the components as manufactured. The likely cause is an external force leading to normal design specified dislocation; hence, the conditions of use caused or contributed to this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. . This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-00126 / 00127 and 00406 / 00407).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to chronic dislocation. Then, on (B)(6) 2014, the patient underwent a second revision also due to dislocation. Review of invoice history reveals the head and liner were removed and replaced on (B)(6) 2014.